Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn1307 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing powerglidepro (ultrasound), a hematoma was created but the placer kept on placing in the same vein the placer identified her needletip in the vein and preceded with the placement. It was stated the wire went in without resistance. When she was placing the catheter over the wire she felt resistance about halfway in and the patient felt pain. The placer stopped the procedure and took out the needle and guidewire, and left the catheter halfway in the patient. When she went to take out the catheter she melt resistance. The placer called a doctor for assistance and with some force he got the catheter out but they could see it has broken and a small part of the catheter was missing.